Event description:
A patient in (B)(6) was undergoing crrt with a prisma m100 set. Two and a half hours into treatment, the nurse observed an external leak around the return sensor pressure. Treatment was stopped and the blood in the extracorporeal circuit was returned to the patient. The patient had an estimated blood loss of 10 ml. The patient was not symptomatic and did not require any medical intervention. Treatment was restarted following this event.

Manufacturer narrative:
The review of the prisma m100 pre set device history record and complaint history files for lot number 14e0204 shows that there is no manufacturing anomaly and no other complaint. The prisma m100 pre set was discarded and not available for inspection. Pictures of the involved product were provided. It was not possible to determine the root cause of the external blood leakage from the pictures provided. No damage could be seen in the pictures. No leakage was reported during the priming and during the 2.5 hours of treatment prior the event. The exact root cause of the external blood leakage remains unknown.